Event description:
It was reported that during a vertebroplasty the blue plug from the autoplex system broke, causing the cement to leak. As a result, the procedure was delayed over 30 minutes. The procedure was completed successfully utilizing back-up equipment. No medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported condition could not be confirmed on the returned unit. The unit was visually inspected for any cosmetic and/or assembly issues that could be associated to the reported failure condition (lid breakage); however, no issues were found. The lid (blue cap) was not broken and the cement appeared to have been fully transferred. It is likely that the returned device was the backup used to complete the procedure. The device was scrapped at the manufacturer.

Event description:
It was reported that during a vertebroplasty the blue plug from the autoplex system broke, causing the cement to leak. As a result, the procedure was delayed over 30 minutes. The procedure was completed successfully utilizing back-up equipment. No medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device will not be returned; it is not possible to determine the cause of the reported malfunction without an evaluation of the device.